Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. The device declared elective replacement indicator (eri) after experiencing charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion and returned for analysis. Initial laboratory testing performed by our (B)(4) laboratory found that the device did not meet the labeled longevity calculation. The device was included in the shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
The product is currently being analyzed. When testing is complete this report will be updated.